Event description:
It was reported that a carescape b650 unit failed to generate an audible alarm for a low oximetry (spo2) event. A pt in the recovery room had an spo2 value at 90% with the alarm set to announce at 95%. An icentral (central station monitor) activated an audible and visual alarm as expected, however, the bedside b650 only displayed a visual alarm. According to the recovery room nurse there was no consequence for the pt as she immediately noticed the pt issue because she was near the pt and was also aware of the icentral's alarm. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt info is confidential under european law and has not been released by the site. Initial investigation results indicated that this malfunction is due to the carescape b650 pt monitor failing to produce audible alarms after a usb device is disconnected from the carescape b650 while performing operations on the usb device. This loss of audio can be resolved by rebooting the carescape b650. Visual alarming is unaffected. Audible alarming at the central station would not be affected.